Event description:
The patient reportedly experienced pain, vertigo, and facial nerve stimulation while using the device. The patient was prescribed medication to treat the vertigo. The patient later experienced sound quality issues. The patient continues to be monitored.